Event description:
It was later reported that the patient was receiving benefit from itb therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
Correction: the aware date has been updated for this report.

Event description:
It was reported a catheter issue occurred. The catheter was kinked and had an "unknown issue." It was reported, "wasn't sure what the problem was." The patient experienced increasing spasticity and sweating. The patient was hospitalized and surgical intervention was required. It was reported a revision was performed and the patient received a new system. The device system had been used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).